Event description:
Complainant alleged that while attempting to ventilate a 64-year-old male patient, the device displayed " compressor fault 3001 " message. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Manufacturer narrative:
The customer's report was observed during review of the device logs. However, the device was put through extensive testing including stress testing without duplicating the report. The errors observed in the log are related to a low oxygen supply. The device evaluation concluded that no device fault was observed. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.